Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6) 2012 during an esophagogastroduodenoscopy (egd) in the stomach. According to the complainant, during the procedure the clip would not close completely, would not grab tissue, and would not release from the delivery catheter. The procedure was completed with another resolution hemostasis clipping device. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6), 2012 during an esophagogastroduodenoscopy (egd) in the stomach.according to the complainant, during the procedure the clip would not close completely, would not grab tissue, and would not release from the delivery catheter. The procedure was completed with another resolution hemostasis clipping device.there were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly mashed onto the bushing. The prongs were not locked into the capsule. Functionally, the clip assembly was not able to be opened, closed, or released from the delivery catheter. The condition of the returned incident device was consistent with the complaint that the device failed to release from the delivery catheter. The evaluation found that the clip assembly was mashed onto the bushing which prevented separation from the delivery catheter. However, since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.